Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient picked at their surgical wound and developed an infection. Cultures were taken and antibiotic treatment was necessary. One month after implant, the implantable cardiac monitor was explanted and not replaced. No further patient complications have been reported as a result of this event.